Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the straight suction was 3-5 millimeters inaccurate. It was noted all other instruments were accurate. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.